Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device alarmed for a motion sensor test failure. It was reported that the alarm was cleared, but no delivery alarm occurred during displacement test. The customer's blood glucose level was reported to be 153mg/dl. It was reported that the device is being replaced.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, and prime tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected no excessive delivery alarms or alarms occurred during testing. The rewind functioned properly during testing. No cosmetic damage noted during physical inspection.